Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was intended to be implanted within the bile duct of patient with a malignant tumor on (B)(6) 2010. According to the complainant, the patient's anatomy was tortuous and was predilated. During the stenting procedure, under the aid of ultrasonography, the stent was unable to be fully deployed or reconstrained. As a result, the physician attempted to remove the partially deployed stent. During the removal, the stent fully deployed into the patient's stomach. The stent was retrieved without issue using a snare. The procedure was completed with another wallflex biliary rx partially covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4) - (medical intervention required). (B)(4) - the reported issue of stent premature deployment. (B)(4) - the reported issue of stent reconstrainment difficulty. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.